Event description:
It was reported that blood leakage from the gas egress was observed during a cannulation of a pt requiring ECMO". The product was exchanged. There was no reported pt effect. (B)(4). ECMO - extra corporeal membrane oxygenation.